Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance connecting a dexcom g7 sensor to the ilet system; the sensor was paired, a blood glucose of 250 mg/dl was observed, and the user disclosed a missed breakfast announcement. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no hospitalization, and completion of troubleshooting and education. Investigation included customer-care guided troubleshooting and user education regarding meal announcements and reliance on automated correction. Investigation of this case revealed user error related to a missed meal announcement, with device function consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.